Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2016, it was reported that the patient¿s pump was removed 3 years prior due to infection. No other information was provided.

Manufacturer narrative:
Clarifying statement added to note that the reported event date in b3 is an approximate event date and the actual event date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that the patient¿s pump was removed 3 years prior due to infection. No other information was provided. The event date for this event was approximated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.